Event description:
Customer reported obtaining result of 800mg/dl on the accu-chek compact plus system. Numeric reading range of device is 10mg/dl-600mg/dl. No adverse event reported. New system sent to customer and return requested.